Event description:
It was reported that the insulin pump had an error alarm during the manual prime and insulin was squirting out. The drive support cap was noted to be flush. It was noted that the sensor was not detecting the reservoir. Customer's blood glucose reading at the time of the call was 172 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.